Event description:
A patient sample was tested for troponin (accu tni) and a result of 1.1ng/ml was obtained. The result was reported out of the lab. The original sample was re-tested for troponin by a different method and a "negative" result was obtained. The actual result was not supplied. Customer contacted physician who stated that there was no change in patient treatment.

Manufacturer narrative:
Customer did not report any issues with qc or any event log messages associated with this event. Customer stated that there is some sample frozen and will determine if there is enough to send to customer product line support (cpls) for testing. Service was not dispatched for this event. Customer is not questioning instrument performance. A clear root casue for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.